Event description:
It is reported that the device was implanted in 2007 and that the pt was revised in 2009 due to pain. There was slight loosening of the femoral component in the anterior surface.

Manufacturer narrative:
Evaluation summary: the components were in-vivo for over 2.5 years. All pt demographics are unk. No products or x-rays were returned for evaluation. All device history records were reviewed and found to be conforming. Due to insufficient info, a definitive cause for this incident cannot be determined. Evaluation codes: no products were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.